Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the wear was confirmed. The clinical/medical investigation concluded that, the data presented in the literature review reported, one adverse event was reported due to malalignment of the tibial component led to varus and excessive wear of the tibial poly insert and metal debris (black synovial fluids) while using unkn legion total knee prim fem comp component. However, s&n has not received the device, nor will clinically relevant patient-specific supporting documentation be provided; therefore, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant clinical information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device, user/procedural variance, damaged product, implant corrosion or wear. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review ¿arthroplasty today 2021 - the oxinium arthrogram: a sign of oxidized zirconium implant failure¿, one adverse event was reported due to dissociated polyethylene liner with wear and deformation of the oxidized zirconium femoral head while using unkn r3 metal liner implant.